Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported and the patient stable post procedure. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was inflated for 5-6 times and ruptured at 10 atmospheres for 40-50 seconds. The balloon was removed with the sheath.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported and the patient stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported and the patient stable post procedure. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was inflated for 5-6 times and ruptured at 10 atmospheres for 40-50 seconds. The balloon was removed with the sheath.